Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified mid left anterior descending (lad) artery. The maverick over-the-wire 15mm x 2.00 mm balloon experienced difficulty inflating to 11 to 12 atms on the first inflation. The balloon ruptured after 30 seconds at 11 atms on the second inflation. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility, therefore, no product analysis will be available. The root cause of the reported incident cannot be determined.